Manufacturer narrative:
Investigation summary: with all the information available, boston scientific was unable to confirm the reported event because the pump was not functionally tested due to contamination. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp momentary squeeze (ms) pump was visually inspected and leak tested. The kink resistant tubing was worn to the filament; however, no leaks were present. The contamination was found inside pump. The pump was not functionally tested due to contamination. The ipp cylinders were visually inspected and leak tested; no leaks were found. The cylinders were pressure tested and performed within specification. Both cylinders had wear at fold in cylinder body. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on this investigation, the investigation conclusion code of cause not established was chosen because a pump was not functionally test due to contamination was identified inside the pump and the most probable cause could not be determined.

Event description:
It was reported that the inflatable penile prosthesis (ipp) would not cycle. A revision surgery was performed to remove and replace all component. The cause of the fluid leak was not determined. No patient complications were reported in relation to this event.

Event description:
It was reported that the inflatable penile prosthesis (ipp) would not cycle. A revision surgery was performed to remove and replace all component. The cause of the fluid leak was not determined. No patient complications were reported in relation to this event.